Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After review of the instrument data, ccc instructed the customer to run precisions using both quality control (qc) levels, which resulted within range. Ccc found no errors had occurred during processing. Ccc discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant falsely elevated na and cl results on one patient sample is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples and one chloride (cl) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The initial results were not reported to the physician(s). The samples were automatically rerun on the same instrument, resulting lower. The samples were repeated again on the same instrument, resulting lower for na on both patient samples and without change for cl on one patient sample. The results obtained on the last run matched the patients' clinical picture and were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.